Manufacturer narrative:
Customer was contacted on 6/27/2017. A service visit was offered at no cost to resolve issue but customer refused, explaining that he would like to return the device for a refund. The customer understands that a refund is not an option.

Event description:
Spoke to mrs. (B)(6), purchased device on (B)(6) 2015, and was delivered (B)(6) 2015. Customer states her husband seems to have fallen in between the mattresses and hurt his back. Customer was unable to give the date of the fall. Customer confirms that her husband sustained no serious injuries and no medical attention was needed.